Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sterile packaging of the catheter afapro28 afa pro 28 balloon was found to be damaged while the products were being gathered. The affected balloon was set aside immediately, and a new balloon was used for the procedure, which was successfully completed. There was no patient involved.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24360 was returned and analyzed. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from rear strain relief. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). Unable to do the performance test with console, the catheter was defective due to the female coaxial connector was detached from the rear strain relief. In conclusion, the reported issue (sterile packaging was damaged) was not confirmed through analysis. The balloon catheter failed return inspection due to a detached female coaxial connector from the rear strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.